Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the air bubbles that were in the reservoir and set. The customer¿s blood glucose level was 286 mg/dl. The customer was declined troubleshooting. Customer reported that they had issues with the sensor, sensor said she was 400 mg/dl but she was only 300 mg/dl. Customer stated the due to brain injury and caregiver relying on the sensors was replace and add a courtesy to get them through to the next order shipped out. The insulin pump will not be returned for analysis.